Manufacturer narrative:
Catalog #catalog #: ult8.5-38-25-p-5s-cldm-tong-050399. Investigation: the original assessment of this report determined that the event was not reportable. A retrospective review of the file occurred and it was determined that this event should be reported as a malfunction report. A review of the complaint history, instructions for use(IFU), manufacturing instructions(mi), quality control(qc), and a visual inspection of images provided was conducted for the purpose of this investigation. The complaint device was not returned for investigation, however a photograph of the complaint device was provided by the reporter. A review of the photograph, revealed the catheter shaft to be cut in half near the proximal end. The proximal end, including the mac-loc device was not pictured. Further review revealed the catheter shaft to have a bulge or ballooning effect near the middle of the shaft. Instructions are in place to verify the device is manufactured within specifications. The device is inspected and tested per qc for any noncomformance. There is no evidence to suggest that the device was not manufactured to specification. The device is packaged with an IFU. The IFU gives the device description, contraindications, warnings, precautions and instructions for placement and use of drainage catheters. In the precautions, the IFU states, "catheters should be irrigated on a routine basis to ensure function." And, "patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." It is believed the catheter lumen was most likely occluded with biomaterial, and the user tried to flush the catheter unsuccessfully. Most likely, additional pressure was then used in an attempt to flush the catheter, which then caused the noted bulge or ballooning effect to the catheter shaft. No risk reduction is required at this time. We have notified the appropriate personnel and will continue to monitor for similar events.

Event description:
This patient gets the pcn (percutaneous nephrolithotomy) tube changed every 1 month. But, at this time it was just passed 10 days after he got the tube change. Patient visited ir room again because the drainage did not work well. The user had to exchange the catheter because of what appears to be a "ballooning" of the catheter as per a photograph image provided. The user wants to know what caused this to occur. No adverse effect has been reported.